Event description:
Reportedly, during a pacemaker replacement the physician inserted a torque wrench into the sealing cap but it did not rotate. He tried with a new one but it was the same. Therefore, he pulled on the lead to remove it and a lead part near the connector pin was stretched. As the damaged part is within the device connector, the physician decided to keep the lead implanted and continued the implantation.